Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2024, it was reported that the patient experienced a hypoglycemic event, and even though he was not fully aware, he did not lose consciousness. An ambulance was called by the father, and while waiting for the paramedics, the patient was treated with a glucagon nasal spray. When a fingerstick was taken, the cgm was reading high, and the blood glucose reading was 40 mg/dl. The patient was taken the hospital by the paramedics. No further treatment was deemed to be needed and the patient was discharged on the same day as the day of the event. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.